Event description:
It was reported that this patient's device has depleted from 46% to 12% after approximately six months. There are concerns that this device is exhibiting premature battery depletion. No adverse events were reported.